Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-54748 (B)(4).

Event description:
It was reported that the customer's blood glucose was up to 560 mg/dl. The customer stated he thought perhaps the insulin set cannula was out in his stomach and it was not badly bent. The customer stated he used a syringe to deliver a bolus but used the insulin pump for basal rate insulin delivery. He stated that each time, his reservoir had 5 units extra. At the time of reporting, the customer's blood glucose was 135 mg/dl. The call was disconnected before troubleshooting could be performed. Nothing further was reported.